Manufacturer narrative:
The device was unavailable for evaluation. It was reported that one of the screws backed out past the locking mechanism at the bottom level of a 2 level resonate plate. The original surgery date was 4/11/2024. There are currently no images available. The rep reported that the screw is a fixed angle screw. The patient is asymptomatic and there are currently no plans to revise unless there is a change to the condition. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.